Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 7:00am. She reportedly attempted to check her blood glucose but the error message came up straight away. The patient reportedly manages her diabetes with glipizide pills 5mg twice daily, metformin pills 2,000 mg a day, and 20 units of lantus once a day and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed approximately 3 and a half hours later, she developed symptoms of "shaking, nausea and sweating." Despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011, the meter was tested and no faults were found. On (B)(4) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.